Event description:
A malfunction was reported. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after resetting, the malfunction code did not recur. Customer was advised that they could continue using the pump and to call back if the malfunction code appears again. Customer acknowledged and understood the instructions provided.